Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving an alert for noise. Noise was reproducible with pocket manipulation. High impedance was also noted. When the pocket was opened, the rv set screw was found loose, however the noise was being seen on the ventricular sense channel. All leads were disconnected and reconnected to the ICD. Electrical measurements returned to normal. No further noise was seen. The pocket was closed and the patient will be monitored. No patient symptoms were reported.